Manufacturer narrative:
The device was returned for investigation. The device is in good condition. There was no related evidence of the reported failure in the event logs. A functional test was performed, and the reported failure regarding failed accuracy was not replicated. Upon further investigation, the delivery accuracy testing found the pumps average delivery error to be over delivering the control limit specification of +/- 3% but within the published specification of +/-6%. Error code ec1310 was replicated and cleared. The expulsor will be replaced as a preventative measure. The root cause of the event cannot be established. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the unit is out of tolerance of 6% for its accuracy rate. Its output is too low and unit has a 1310 error code. No patient injury was reported.